Event description:
It was reported that was a human error in programming, but we are going to complete the form in hopes you can use information regarding errors made to develop additional safety features. There was no report on patient involvement.

Manufacturer narrative:
Additional information : describe event or problem, unique identifier (UDI) #, imdrf annex a and g codes and manufacturer narrative. The root cause for the reported issue user error was not determined. The reported issue that the user error could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that there was an incident related to user error. There was no information on patient involvement.